Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 140 mg/dl (ss) and 207 mg/dl (hcp) respectively (32% diff.). Control test result (122) was within range (97-145). No symptoms were reported. There was no allegation of harm.